Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any future occurrences of malfunction codes, which the caller understood.